Event description:
A surgeon reported that during a retina procedure the cutter probe did not move because it was catching tissue. Another cutter probe was inserted into a secondary port to release the probe cutter from the tissue. The product was replaced and the procedure was completed without consequences to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).